Event description:
Caller reported difficulty in pressing the quick bolus/wake button on the pump, which required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller in removing the pump from its case and attempted further troubleshooting, but the issue persisted. The customer continued to use the pump for insulin therapy.